Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power on the machine. A field service engineer (fse) identified that drawers 4.1 and 4.2 had no lights. Troubleshooting revealed no resistance at the drawer controller board test points, indicating a short that prevented the station from starting. Both drawer controllers and the pyxis bus controller module were replaced. The station was rebooted, storage space was reconfigured and recovered, and diagnostic testing was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black and had no power on the station and remote support service (rss) was in offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.